Event description:
In 2005, surgery for rectocele, cystocele & enterocele performed using ivs tunnel & gynemesh. Symptoms presented including vaginal discharge, urinary tract infections, pain and development of nodule on right buttocks. These problems increased and later I had constant vaginal bleeding and an inflamed abscess on my right buttocks. I consulted five doctors before a final diagnosis and plan of care was developed. The mesh was eroding through the vaginal wall and the tape used for the ivs tunnel was causing an inflammatory reaction. I had to have two subsequent surgeries to correct the problem, the last one in 2006. During all this time, I was in pain. I had to have the wound from the removal of the abscess and tape cleaned and dressed daily for months.